Event description:
Baxter reported a pump segment leak. Upon follow up, the international affiliate reported that the exact location of the leak could not be confirmed as the sample was destroyed. The international affiliate responded to follow up inquiries saying that the leak occurred in the hospital. Liquid was leaking from the door of the homechoice machine during priming. The therapy had to be set up using new supplies. Nothing unusual was noted regarding set up. No pt injury or medical intervention was indicated in the initial report.